Event description:
It was reported the patient did not change settings. The reporter stated they have programs a, b, and c. The reporter further stated that program a did not go high enough, program b would run, then pause, kicks in again, and pauses, and program c was the program they used all of the time. It was noted that when the patient turned stimulation on the settings were at ¿40-45¿ and they could not walk with stimulation that fast. It was further noted the patient turned stimulation off to walk. The reporter stated that when they lie down and turn stimulation on they lay there for 15-20 minutes with it running. The reporter further stated they had to turn in on and off 3-4 times. It was noted that when the patient turned down stimulation they did not feel anything. It was further noted the patient turned stimulation off before they fell asleep. The reporter further stated the patient did not use stimulation form ¿months and months¿ and they had to charge the battery to keep it charged. It was noted the patient wanted to have the device checked by a manufacturing representative. It was further noted the patient used to meet a manufacturing representative in the lobby of a hospital. Additional information received reported the patient was programmed by a manufacturing representative on (B)(6) 2014. It was noted that the zero electrode had abnormal impedances. It was further noted the rate was changed and the patient was programmed to another group. The reporter stated the zero electrode had impedances >3600 ohms. The reporter stated the patient was programmed away from electrode zero and they did not need that electrode. It was noted that electrodes 4-7 recruited both legs. It was further noted the patient had appropriate coverage for their pain target. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 355029, lot# n100127, implanted: (B)(6) 2007, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# j0537485v, implanted: (B)(6) 2005, product type: lead. (B)(4).